Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during pcv ventilation, the airway pressure released suddenly and the ventilation stopped while in use. The device reportedly posted "fresh gas low" alarm and the customer observed the squashed breathing bag at the time of the event. Reportedly the case was continued manually and the device was replaced. No injury reported.

Manufacturer narrative:
The local organization has checked the device against full scope of specifications and no nonconformities were observed. The log file evaluation gives no clear hint to the potential presence of a malfunction, too. Reportedly, the compact breathing system (cosy) is only cleaned biannually when the local service organization performs the regular preventive service and maintenance tasks. The hospital uses third-party co2 absorber with their draeger anaesthesia workstations. Due to absence of technical error conditions during and after the event, a reliable conclusion about what might have caused the issue is not possible. The description of the course of event makes it rather unlikely that a leakage in the airway system outside the device has disturbed the ventilation. Reflecting the extended cosy cleaning interval and the use of not approved co2 absorber, a reasonable explanation would be that free moving limestone particles from the absorber have disturbed the function of the fresh gas decoupling valve inside the cosy. Draeger recommends to use only approved co2 absorbers and to clean the cosy weekly in accordance to the description given in the IFU. Finally can be concluded that the device has detected a deviation of unknown origin and posted alarms to alert the user.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00017.